Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnancy(no complications)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain / pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2005, (B)(6) 2013), miscarriage (1) and cesarean section (1). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraine headache"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), abdominal distension ("bloating"), urinary tract infection ("urinary tract infection"), headache ("headaches") and complication of device removal ("bladder line was cut during essure removal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, cystoscopy), surgery (laparoscopic-assisted vaginal hysterectomy, cystoscopy), surgery (underwet ablation) and surgery (she underwent procedure to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, menorrhagia, pelvic pain, alopecia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, migraine, rash, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, abdominal distension, urinary tract infection, headache and complication of device removal outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils visualization diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), bladder problems, urinary problems or changes, bloating , urinary tract infection , headaches, migration of essure device , perforation (fallopian tube(s)), pregnancy(no complications), device ineffective, bladder line was cut during essure removal", lab data added from pfs. On (B)(6) 2018: reporter added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnancy(no complications)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain / pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2005, (B)(6) 2013), miscarriage (1) and cesarean section (1). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headache"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal distension ("bloating") and headache ("headaches"). In (B)(6) 2014, the patient experienced rash ("skin rashes"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain") and complication of device removal ("bladder line was cut during essure removal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, cystoscopy), surgery (laparoscopic-assisted vaginal hysterectomy, cystoscopy), surgery (underwent ablation) and surgery (she underwent procedure to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, alopecia, dysmenorrhoea, dyspareunia, migraine, rash, vaginal haemorrhage, bladder disorder, urinary tract disorder, abdominal distension, urinary tract infection, headache and complication of device removal outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, back pain and female sexual dysfunction was resolving. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils visualization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet received: events outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnancy(no complications)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain / pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2005, (B)(6) 2013), miscarriage (1) and cesarean section (1). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headache"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal distension ("bloating") and headache ("headaches"). In (B)(6) 2014, the patient experienced rash ("skin rashes"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain") and complication of device removal ("bladder line was cut during essure removal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, cystoscopy), surgery (laparoscopic-assisted vaginal hysterectomy, cystoscopy), surgery (underwent ablation) and surgery (she underwent procedure to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, alopecia, dysmenorrhoea, dyspareunia, migraine, rash, vaginal haemorrhage, bladder disorder, urinary tract disorder, abdominal distension, urinary tract infection, headache and complication of device removal outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, back pain and female sexual dysfunction was resolving. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils visualization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc (product technical problem ). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraine headache"), rash ("skin rashes") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent procedure to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, migraine, rash and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.